Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). System check with tandem technical support indicated the pump was performing as intended. Customer indicated they would change infusion site and deliver a bolus to address bg levels.